Event description:
Wife of patient reports that her husband developed an infection approximately three years following a hernia repair with mesh implant. A collection of fluid was found by CT scan in the area of the mesh. The fluid mass/infection was drained then the mesh was explanted. No further information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/28/2007. Infectoin occurred- conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.